Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump delivered too much insulin during a bolus. Customer's blood glucose (bg) level was 35 mg/dl. The customer's husband and emergency medical services provided assistance in treating the low bg. Review of the pump data logs by tandem technical support verified the bolus was delivered with the appropriate amount of insulin according to bolus calculations and insulin on board (iob) readings; however, the customer maintained the belief that the pump delivered more insulin than requested. The customer reverted to an alternate method of insulin therapy.